Event description:
Hello, i woke up last night with a wet spot on my bed from insulin leaking out of myomnipods. My blood sugar was 280-350 for over six hours while I slept. The problem isthe lot number on the omnipod is not listed as an effected pod for their current recall.